Event description:
This report is based on information provided by philips remote service engineer (rse) and philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the paddle test failed. The fse evaluated the device on site. Available details indicate that the device had exhibited symptoms of a paddle test failure. The device software was upgraded from version 2.00.23 to 2.00.32, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a software incompatibility issue. The reported problem was confirmed. The device was operational after fse performed software was upgraded. The investigation identified a software incompatibility issue and further action has been initiated. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.